Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of rv oversensing was observed via merlin.net transmission. The patient was brought into the clinic, and capture was intermittent based on body movement. Lead dislodgement was seen on chest x-ray. The lead was extracted and a new lead was implanted successfully. It was noted that physician punctured the insulation during the extraction process. The patient had no symptoms and was feeling fine after the procedure.